Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; -the reported event was reproduced. -the manufacturing history (DHR) confirmed no irregularity. -the imaging cable was miswired on the video connector board. The reported event was caused by the miswiring. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image got noisy and horizontal lines were displayed during laparoscopic hysterectomy and sacral fusion surgery with the subject device, a main monitor lmd-x310st, a sub monitor oev-262h and a video system center otv-s300. The noise was getting worse and the endoscopic image eventually became black. When the endoscopic image became black, the power of the otv-s300 was on and light was emitted from the distal end of the subject device. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.